Event description:
It was reported that a system error 2240 (air in tubing) occurred on the homechoice (hc) during drain 1 of 4. The home patient (hp) had disconnected improperly from the hc and reconnected when the alarm occurred. The technical service representative (tsr) informed the hp that he should have closed the clamps and pressed "stop" when he disconnected. The tsr advised that air had entered the system and he would need to end therapy and start over with all new supplies. The tsr assisted the hp to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.